Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose level. The customer¿s blood glucose went up to 400 mg/dl, 46 mg/dl, 136 mg/dl, 58 mg/dl. The customer was treated with food. The customer stated that they had issues with sensor. The customer was advised to ensure he had pre-paid envelope and to call back if it is requiring. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. See attached file for more details. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Updated aware date in date received by manufacturer.